Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated an erroneous troponin I result. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 122054, and access accutni calibrators (s0-s5), lot 113026, were used in conjunction with the dxc 600i system.

Manufacturer narrative:
Evaluation codes - method code, conclusion code: customer did not request service from bec. Customer reported that quality control was within established ranges at the time of the event.